Manufacturer narrative:
Other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient felt stimulation all on left side and in her abdomen upon activating stimulator after implant. The patient reported falling 5 times with the first happening hours after implant. There was a slight lateral lead migration after the fall. The patient was reprogrammed with high density settings. The patient's medical history includes facet arthritis of the lumbar radiculopathy region, degenerative disc disease lumbar, myofascial muscle pain, chronic bilateral back pain with bilateral sciatica, chronic pain, spinal stenosis of lumbar region without neurogenic claudication, and chronic pain. The patient did mention they are receiving pain relief, but noticed some break through pain on the right side last night. The rep had the patient switch to high density setting to see if better pain relief could be achieved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause for the lead migration was due to the patient's fall. It was also noted that the patient is feeling pain relief after the system was activated and the patient was programmed with high density settings. No further information was reported.